Event description:
Robot [redacted] in or 6 has fault error 1134 prompt upon powering on.  Restarted the system but same error prompt appears.  Called the stat line for support and troubleshooted the robot again, restarting, repowering and inspecting buttons on affected robot arm 4 per support person's instructions.  I was then informed by the stat line support person that the fault was irrecoverable at this time, and a service ticket was made for a specialist to service the robot as soon as possible.